Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer during hemodialysis therapy, and occurred within the first hour of therapy. The crit-line blood chamber was tightened as soon as the leak was visible. The patient was able to complete treatment on the machine. Estimated patient blood loss was minimal (less than 10mls). The patient had no adverse effects and no medical intervention was required. The sample has been discarded. The facility was unable to provide patient information.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer during hemodialysis therapy, and occurred within the first hour of therapy. The crit-line blood chamber was tightened as soon as the leak was visible. The patient was able to complete treatment on the machine. Estimated patient blood loss was minimal (less than 10 mls). The patient had no adverse effects and no medical intervention was required. The sample has been discarded. The facility was unable to provide patient information.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.